Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. The instructions for use states the following for access site bleeding: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 86yo white male for a non st elevated myocardial infarction. The site developed a hematoma and prompted vascular repair and blood products. The patient remained on support during the percutaneous coronary intervention. Once the cp was turned off and care was withdrawn, the patient expired. Death was not attributed to the use of impella. No additional information was provided.

Event description:
The patient's outcome of death after being withdrawn from the pump has been reviewed by abiomed's medical safety officer. It was determined that there is not enough information to exclude use of device as a cause of the death.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related as the doctor cinched the 2 perclose sutures that had been placed prior to impella insertion to be tighter around the repositioning sheath as per the clinical description provided. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b2-selected death b5-added medical safety officer association with the device h1-updated type of reportable event in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.